Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. The customer treated with complete set change and insulin shot. The customer mentioned that she had to take a shot twice due to ketones. Troubleshooting was performed. The customer reported the cannula to appear bent. The product was not returned for analysis.